Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 43 mg/dl and high blood glucose level was 200 mg/dl. The customer reported other blood glucose level were 50 mg/dl, 236 mg/dl and 250 mg/dl. Customer reported that they did not allege insulin pump was under delivering and over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose and low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose events. Customer treated with insulin pump, manual injection and food. Customer declined to perform the high pressure test. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.